Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the left ventricular lead exhibited high pacing impedance. The lead was not used. The patient's condition was fine post procedure.